Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/07/2015.

Event description:
Procedure: myomectomy. According to the reporter: endostitch was loaded correctly. The vloc on endostitch sulu kept detaching from endostitch unit. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Sulu fell into the patient- all were recovered. No device fragment left in patient. Surgeon ended up using regular vloc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/09/2014. Update lot number and expiration date.